Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient received a communication error at start up and was unable to activate a new pod. The patient received a communication error with 7 pods over 4 days. The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and ketones of 2.0 mmol/l. They reported symptoms of leg ache, blurry vision and fast heartbeat. The patient went to (B)(6) hospital and was treated with insulin injections. The patient was discharged the same day. After reporting this issue to an insulet call agent they were guided through and able to successfully activate a new pod.